Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors such as chf, dyslipidemia, and metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review

Event description:
As reported through partners clinical trial, two years and five months post procedure, the patient presented to the hospital with shortness of breath (sob) on exertion. Echo performed indicated worsening paravalvular leak (pvl) and central aortic insufficiency (cai). The additional echo performed to assess the pvl, cai and gradients across the valve indicated the aortic valve was normally functioning bioprosthetic valve, with only mild aortic insufficiency. However, moderate leaflet calcification was identified. There is no indication of intervention or symptoms related to the calcification. Documentation from the patient¿s (B)(6) admission at (B)(6) hospital reports the edward¿s tavr valve to have ¿significant pvl and cai.¿ the patient subsequently went to (B)(6) hospital where a tee echo diagnosed the valve with mild regurgitation, no treatment was provided and the patient was discharged honme. Six months later, the patient was re-admitted for chest pain and echoes reported that the valve had moderate calcification, with mild stenosis. The last reported admission was in (B)(6), where echoes defined the valve with an ava of 1.0cm², and moderate to severe regurgitation of a paravalvular nature. Based on these findings, the pvl, reduced valve area and moderate calcification the valve is worsening with stenosis.